Event description:
It was reported when the device was used during a laparoscopic cholecystectomy, the jaws locked when attempting to ligate the cystic duct. The surgeon was unable to release the jaws of the instrument and had to use another clip applier to ligate the cystic duct before dividing it and removing the locked instrument. There was no other reported patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.